Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been compeleted. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. Stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal action were identified. The issue reported by the customer was confirmed. The valve dislodgement could be related to the resistant issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside of hub component. It was initially reported by the customer that the physician noted resistance when trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The sheath was exchanged and the issue was resolved. The case continued. There was no patient consequence. The customer¿s reported resistance issue is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. An increased potential for patient injury is remote. On 27-mar-2024, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve was dislodged inside of hub component. This finding was reviewed and determined the hemostatic valve separation/dislodgement is considered to be an MDR reportable malfunction.